Event description:
Customer reported on a bravo ph capsule that failed to attach. Bronchoscopy was performed because the capsule went into the patient's lungs. The patient did not suffer from adverse event such as respiratory arrest. The physician was able to place another capsule and the patient is fine now.